Event description:
It was reported that the device was used during a thoracic wedge resection. It was reported by the rep that the instrument misfired after firing correctly the 1st couple of times. Another ez45g stapler and (1) reload was used to complete the case. There was no consequence to the pt.